Manufacturer narrative:
Manufacturing records were checked confirming the glenospheres lot #1516932 were manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. Checking the manufacturing charts of the involved lot #1610206, no pre-existing anomaly was found on a total of (B)(4) manufactured with the same lot #. According to our records, at least (B)(4) connectors with lot #1610206 - ster. 1600202 have been implanted and no other complaints were received on this lot #. Manufacturing records were checked confirming the reverse liners lot #15at1xc - ster. 1600048 were manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. Explants analysis the items involved were not available to be returned to limacorporate for further analysis. X-rays analysis limacorporate received one x-ray referring to pre-operative revision surgery. The x-ray received - exact date not known - and a picture of the explanted items have been evaluated by a medical consultant. Following, the medical consultant comments: "the provided reason for revision does not make sense: rotation of the glenosphere on a well-fixed connector in the baseplate is unlikely to produce any symptoms at all; even if it rotates, there is no biomechanical effect, because it is round/spherical. The connection of connector and glenosphere is made by the surgeon or the scrub nurse on the table (firm impact with a hammer), the conus connection is implanted and saved with a screw. In order to get this loose, two separate mechanisms must have failed (conus and screw), which is extraordinary. The explanted pieces give no hint towards any implant related issues. The failure is due to the surgeon's actions or his responsibility. Are there signs for deviation from good quality standards of the operation? Well, at least there are huge osteophytes left at the neck of the humerus (calcar region), but I don't think they have caused the problem. So in summary, I don't see implant-related problems here". Asking further details to the complaint source on the event, the complaint source clarified that the connector screw was loose. Providing that update to the medical consultant, he further commented "I still think, the surgeon was responsible for connecting connector with the glenosphere and with the baseplate. Unless there is a general problem with the conus (which would lead to a lot of incidental loosening of the connectors in the same way) this is most likely attributable to the surgeon. Another source would be the history of falls onto the shoulder, but usually this very, very rarely leads to loosening of conical connections but rather to fractures, dislocations etc". Considering that: · check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lots #1516932, #1610206, and #15at1xc; · according to the medical consultant "the explanted pieces give no hint towards any implant related issues. The failure is due to the surgeon's actions or his responsibility" and "the surgeon was responsible for connecting connector with the glenosphere and with the baseplate [...] Another source would be the history of falls onto the shoulder, but usually this very, very rarely leads to loosening of conical connections but rather to fractures, dislocations etc"; we can state that the event was surgical-factor related. Pms data: according to limacorporate pms data, revision rate of glenospheres - belonging to the family codes 1374/1376.09.xxx - 1374/1376.15.xxx - due to disassembly/loosening is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery performed on (B)(6), 2021, due to loosening and rotation of the smr eccentrical glenosphere ø 36mm (product code 1376.09.031, lot #1516932 - ster. 1500368). It was reported that the glenosphere rotated 180 degrees on the small-r connector + screw (product code 1374.15.305, lot #1610206 - ster. 1600202) as the connector screw was loose. Differently, the connector was well fixed on the baseplate. According to the complaint source, the rotation of the glenosphere was discovered by x-ray. The smr reverse liner + 3 mm (product code 1360.50.015, lot #15at1xc - ster. 1600048) was worn superiorly and it was explanted as well. Explants were replaced with new components. Previous surgery took place on (B)(6), 2016. Patient is a male. It was reported that he had a history of recurrent infections and falls. According to the complaint source, the patient reported falling onto shoulder in 2017. It was reported that prior to this revision, the patient was seen at least two times for hematoma. At the time of revision there was no obvious sign of infection, however there was fluid in the joint. Event happened in new zealand.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot #s, no pre-existing anomaly was found on the components placed on the market with the same lot #s. We will submit a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery performed on (B)(6) 2021, due to loosening and rotation of the smr eccentrical glenosphere ø 36mm (product code 1376.09.031, lot #1516932 - ster. 1500368). It was reported that the glenosphere rotated 180 degrees on the connector, and the connector was well fixed on the baseplate. The smr reverse liner + 3 mm (product code 1360.50.015, lot #15at1xc - ster. 1600048) was worn superiorly and it was explanted as well. Explants were replaced with new components. Previous surgery took place on (B)(6) 2016. Patient is a male. According to the complaint source, the patient reported falling onto shoulder in 2017. It was reported that prior to this revision, the patient was seen at least two times for haematoma. At the time of revision there was no obvious sign of infection, however there was fluid in the joint. Event happened in (B)(6).